Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation, or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4),  and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicty per (B)(4), and sterility per (B)(4), prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site after wearing the device between 4 and 24 hours on the leg. Symptoms included bleeding, swelling, redness, and pain. Patient sought virtual medical attention, and was diagnosed with an infection. As treatment, doctor prescribed patient cephalexin, to be taken 4 times a day for 10 days.

Manufacturer narrative:
Blood residue noted on pod adhesive pad and exposed portion of soft cannula. No damages or defects were found on the formed needle that would contribute to infection, pain during insertion, or swelling. The cause of the reported events could not be determined. Timeouts were observed at the end of the device's run. Blood occluded the hard cannula but was able to be cleared. It cannot be determined if the blood in the hard cannula contributed to the timeouts.